Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had gotten wet in a flood and was offline. A field service engineer confirmed that everything was dry inside the unit. They called cubex support, had them test it, and confirmed that the station was functional. The system functioned as intended after the field service engineer inspected the device.

Event description:
It was reported that when using the bd pyxis¿ medbank got wet and flood in the cabinet. However, there were no delays or adverse events or injuries reported based on this event.